Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 44 mg/dl at the time of the incident. The customer was at 103 mg/dl at the time of the call. The customer used juice and food to treat. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event, as the pump was constantly going out of auto mode. Troubleshooting was completed but did not resolve the issue. The customer believes the pump was over delivering. The customer had sensor failure issues and sensor glucose versus blood glucose differences. The customer had lows from (B)(6) 2017 to the week of the call. The product will be returned for analysis.